Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be advanced into the balloon catheter. The mapping catheter and balloon catheter were replaced which resolved the issue. The case was completed with cryo.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked and ribbed near the electrode 1. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. The introducer should not be removed from the catheter shaft as it cannot be re-inserted due to the curvature of the distal loop. The insertion compatibility test could not be performed with the returned catheter due to the missing introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due the tip/loop kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.